Event description:
Episodes of retinal hemorrhage followed use of vest percussion device. Pt had been using this device since dec. 2002. Ophthalmologist felt it could be causative, advised stopping usage.